Manufacturer narrative:
The complaint sample was evaluated and the reported event confirmed. The returned impactor showed signs of repeated use and was fractured. The device history records were reviewed and no discrepancies were identified. Per package insert, it instructs to inspect all instruments/provisionals carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, it instructs to not use the device and request a replacement. The root cause of the reported issue was determined to be repeated use of the instrument over its field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the femoral impactor fractured upon inserting the femoral component when it was used with a mallet. The femoral component was still able to be implanted without further complication. No adverse events were reported as a result of this malfunction.